Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that upon opening of the proglide package, it was found that the portion of the device, from the foot (closed) to the distal end of the sheath, was deformed like an elliptic curve. There was no patient involvement as this was noticed prior to use. The device was not used in a procedure. There was no clinically significant delay in the intended procedure or therapy. No additional information was provided regarding this device issue.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In the absence of device returned for analysis, a conclusive cause for the reported difficulty could not be determined. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.